Event description:
It was reported that the patient presented to clinic after experiencing a vibratory alert. Upon review of egm, nsln had been trigged due to latency and intermittent undersensing. Programming changes were recommended. The patient notifier was disabled. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.